Manufacturer narrative:
The returned coaguchek xs pt pst test strips lot # 62216022 and lot # 57790223 were provided for investigation where they were tested using retention controls. Testing results for test strips lot # 62216022 (qc range = 2.5 - 3.1 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. Testing results for test strips lot # 57790223 (qc range = 2.4 - 3.0 inr): qc 1: 2.6 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lots - qc lot. All measurements were without error messages. The returned materials and the retention material comply with the specification. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. The patient takes acenocoumarol (sintrom®): coaguchek xs can be used with any vitamin k antagonist, including acenocoumarol (sintrom®). The performance of the test system is the same as with warfarin (coumadin®). The lab used s-monovette® with 3.2% citrate (sarsted) for venous sample collection. It is recommended to use of a standard blood collection device for venous sample collection as the use of anticoagulants e.g. Citrate, fluoride, oxalate, edta or heparin can lead to a decrease in prothrombin time. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to stago with an unknown laboratory method using citrate plasma (3,2% sodium citrate). On (B)(6) 2022 at 1:30 p.m. The patient had a lab result of 2.7 inr while the meter result was 3.7 inr. On (B)(6) 2022 the patient had an initial meter result of 4.8 inr and upon re-test the meter result was 4.9 inr while the lab result was 2.6 inr. The time difference between the tests was not provided. The patient's therapeutic range was 2.0-3.0 inr.